Manufacturer narrative:
The device was not returned for evaluation. Integra had performed a thorough review of the reported incident. There was no product received back and lot number is unknown. With the information provided a root cause could not be reliably determined. The reported complaint was not confirmed.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, the 202050 duraseal dural sealant was defective when the customer went to apply the product on the patient. There was no patient injury. The product problem led to a couple minutes delay just to get another product. Additional information has been requested.